Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump module delivered an incorrect dose of medication and a underinfusion occurred. There were no adverse effects caused to the patient in the event.

Manufacturer narrative:
Additional information added to: a4.

Event description:
It was reported that the pump module delivered an incorrect dose of medication and a underinfusion occurred. There were no adverse effects caused to the patient in the event.

Event description:
It was reported that the pump module delivered an incorrect dose of medication and a underinfusion occurred. There were no adverse effects caused to the patient in the event.

Manufacturer narrative:
Investigation conclusion: the customer report that the pump module delivered an incorrect dose of medication and an underinfusion occurred was not confirmed. The review of the pcu event log found no programming errors. The logs identified two (2) secondary infusion. The infusion completed, delivering the programmed vtbi. Testing performed on the source device found the device infusing in specification. Device inspection: the source pump module was received in good condition. The incident administration set was not returned and could not be inspected. Bezel date code 01/19 (january 2019). Root cause analysis: the root cause of the reported under infusion was not identified. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 27mar2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 24nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.